Manufacturer narrative:
Correction to f10/h6: medical device problem codes (1) and component codes (1): (update codes). Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. During functional testing, the reported issues "pump turns on but remains frozen¿ and ¿the light flashes red¿ were not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) experienced an unknown error. This issue was described as, ¿pump turns on but remains frozen¿ and ¿the light flashes red¿. This issue occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. ¿ (B)(6). Should additional relevant information become available, a supplemental report will be submitted.